Event description:
The customer reported that the left screen did not display an image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was not able to reproduce the problem. He reloaded the software and configured and calibrated the files. The system operates as intended.